Event description:
While using an ambu "medibag" bag valve mask the bag became partially separated from the hard plastic body at the pt end of the device. This allows the air/oxygen to escape rather that ventilating the pt. We have since inspected our other devices and have found two more that had separated.